Manufacturer narrative:
Device evaluated by MFR. : promus premier select ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, de novo, concetric target lesion with a significant bend of >45 degrees was located in the moderate to severely tortuous and moderately calcified right coronary artery. After engaging the lesion with a guiding catheter and crossed the with a wire, pre-dilatation was performed. A 38 x 2.50mm promus premier select drug-eluting stent was advanced but had difficulty tracking the lesion and it was noted that the proximal stent strut was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, de novo, concetric target lesion with a significant bend of >45 degrees was located in the moderate to severely tortuous and moderately calcified right coronary artery. After engaging the lesion with a guiding catheter and crossed the with a wire, pre-dilatation was performed. A 38 x 2.50mm promus premier select drug-eluting stent was advanced but had difficulty tracking the lesion and it was noted that the proximal stent strut was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.